Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual evaluation noted 2 photo samples of unopened intermittent catheters were received. Visual evaluation of the photo samples noted bubbles in the catheter material that did not meet specifications. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure is mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that 2 units of intermittent catheter had raised bubble.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 2 units of intermittent catheter had bubble.